Event description:
Versacell dropped a tube over a rack of samples in the front of the system. Several tubes were cross- contaminated, resulting in pt re-draws. Pt treatment was not altered or prescribed. There was no report of adverse health consequences since all samples were redraw.

Manufacturer narrative:
A siemens healthcare field service engineer was sent to the customer site. Analysis of the instrument and instrument data indicate that the gripper finger was missing o-rings which caused the dropped tubes. No further evaluation of the device is required. The instrument is performing within specifications.